Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she had headaches and she was skipping her medicine. The customer stated that her blood glucose was being out of control. The customer stated that this happened a few times and the pain was in the back of her head and neck. The customer also stated that she was in the hospital due to her headaches and was treated. The customer declined to troubleshoot for further issues.